Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the most likely cause was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service. The alleged faulty gas delivery engine (gde) has not been returned to carefusion for evaluation.

Event description:
The user facility reported that while in use on a patient the device alarmed "circuit disconnect" and "ext high ppeak" and stopped ventilating. The patient was removed from the device and placed on another device with no harm to the patient. The user facility biomed report that when he looked at the device he found lots of condensation in the exhalation pathway of the device.

Manufacturer narrative:
Correction: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4).